Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery. During procedure, after pre-dilation was performed by a non-bsc balloon, first dilation was done by a 10-3.00 wolverine. However, upon performing second dilation using this balloon at 12atm for 20 seconds, this balloon ruptured. The procedure was completed with a different device. No patient complications were reported.